Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As stated by the customer (B)(4) 2012: resident was secured in alenti. There were 2 care aids directing the alenti, with the resident, over the tub and the alenti started tipping/tilting. The lift struck one aid in the shoulder. Both care aids supported and leveled the chair lift and called for assistance. One care aid and one nurse came to assist. They noticed that the front castor was off of the lift. The nurse temporarily put castor on the lift leg and proceeded to lower the resident into the tub. At that point, the alenti was stable and level. Resident finished bath and the 4 staff members used the alenti lift and raised resident out of tub. The care aids and nurse then used a sling lift to lift and transfer the resident off of the alenti and into the resident's wheelchair. There were no injuries to the resident. The alenti was taken out of service. Two care aids suffered shoulder and back injuries.